Event description:
Caller reported a cracked and shattered touchscreen, and confirmed inability to safely lift edge of pump screen protector to confirm damage as the pump screen was shattered. There was no adverse impact to the customer's blood glucose level. The touchscreen was unresponsive, preventing interaction with the pump. Customer bumped into a wall, railing, or counter leading to the damage. Technical support planned to replace the pump and create an out-of-warranty loaner case issue.